Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 and a haptic tore. The surgeon removed the lens with no pt injury.

Manufacturer narrative:
Eval conclusion: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge; the resident corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.